Manufacturer narrative:
The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Event description:
The customer called technical support (ts) reporting that the device¿s navigation ring is not working correctly. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
B4:03jun2021. It was reported that philips engineer was onsite completing a field change order when he noted the navigation(nav)ring was not operating properly. The customer evaluated the device with the remote service engineer (rse) assistance and confirmed the reported problem. The customer requested the part identification and pricing for the replacement of the defective part to carry out the repair. The rse advise the customer that the nav-ring kit is no longer supplied, and instead, the front bezel is to be replaced. The customer was provided with the part number and price of the part required to repair the device. As the device is not under any warranty or contract, this was the only option for the customer. The repair will be done by the onsite staff. No additional details regarding the resolution are available.